Event description:
Boston scientific received information that this right ventricular lead experienced gradually increased shock impedances and recently reached levels greater than 125 ohms. Upon investigation, it was noted that the shock impedance range trends between 85 and 105 ohms, however intermittently jumps to greater than 125 ohms. All other lead diagnostics were noted to be normal, therefore the physician will continue to monitor the lead with no remedial action taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional evidence was received that the high shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.